Event description:
It was reported that the patient has tried four dressings and each time within a few hours they are crumbling. The product is deteriorating and breaking up into small pieces, leaving residues on the wound after being used.

Manufacturer narrative:
We have now concluded our investigation into this complaint. A review of the manufacturing batch record found there were no processing issues during the production of this lot. Complaint samples were contaminated and disposed of so not available for assessment. However, the retained samples were examined and there was no evidence of deterioration. A review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. The investigation found that the product was manufactured in accordance with procedures and within validated conditions and the finished product conformed to specification. There were no other issues or deviations during the manufacturing process that could have caused or contributed to the experienced by the end user. There were also no change controls associated with this lot and all the raw materials were compliant with the specification. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the patient tried the dressing and within a few hours it is crumbling. The product is deteriorating and breaking up into small pieces, leaving residues on the wound after being used.